Event description:
It was reported that a spectrum iq infusion pump failed rate flow 3 times in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed rate flow 3 times" was confirmed. Evaluation sent the device to flow lines for flow testing at 40 ml/hr for 60 mins at a volume to be infused of 40ml with a result of 42.201 and a passing error percentage of 5.5025%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined. The pressure plate travel and m2 and m3 springs required to be adjusted as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.